Event description:
It was reported that the tubing from where you draw blood, just by the tap. There should be a rubber thing that falls out and leave the set open. No patient injuries were reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) incomplete vamp jr. System. Pediatric tubing was completely detached from sample site (z-site) solvent bond joint. Indication of bonding solvent was present on small area of bonding surface. Tubing o.d. Was measured .110" near the point of detachment. Spec. Is .110"+/-.002" per drawing (B) (4). Detached sample site was not returned with the unit. (B) (4)